Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that the pump shut off unexpectedly while battery was being charged. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose (bg) level was recorded as high and ketone level was large. A correction insulin injection was administered to address elevated bg. Customer reverted to using an alternate method of insulin therapy